Event description:
Terumo medical received reported information indicating that all procedural steps were followed; however, it was evident that the vascular closure device (vcd) did not contain collagen tiles. The device was removed, and manual pressure was applied to achieve hemostasis. No patient injury was reported. The event occurred during device placement. Additional information received on 29-jul-2025 indicated that the collagen tile component was missing. The procedure being performed was percutaneous coronary intervention (pci) with rotablation. An 8 french (fr) procedure sheath was used. No difficulties were encountered with arterial access, sheath insertion, guidewire placement, or catheter insertion. A pre-deployment angiogram was performed, and no issues were noted with device insertion, deployment, or withdrawal. Hemostasis was achieved using manual pressure. Estimated blood loss was less than 250 cubic centimeters (cc). The patient was reported to be stable. No concomitant medical products were used with the angio-seal device.

Manufacturer narrative:
A1: patient identifier: requested, not provided due data privacy. A2: age & date of birth: requested, not provided due data privacy. A3a: patient sex: requested, not provided due data privacy. A4: weight: requested, not provided due data privacy. A5: ethnicity: requested, not provided due data privacy. A6: race: requested, not provided due data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device was in used condition and contained the anchor, collagen and tamper tube. The device was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).